Event description:
It was reported that the high-definition liquid crystal display (lcd) monitor had no image. The issue occurred during an unspecified diagnostic procedure that was completed with the same set of equipment. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), it was reported that there was no cv-190 (evis exera iii video system center) image on the oev262h (high-definition lcd monitor). Troubleshooting efforts were made, and it was confirmed that the cv-190 (evis exera iii video system center) was connected to oev262h (high-definition lcd monitor) with an sdi cable and plugged into sdi 2 in the oev262h (high-definition lcd monitor). The customer was instructed that the scope image was smaller than usual, and the release index didn't display on the left. It was advised to follow the steps to set the aspect ratio by pressing port a and customer confirmed that sdi 1 was selected. It was then instructed to select sdi 2, and the cv-190 (evis exera iii video system center) image displayed. Customer stated that changing the cv-190 (evis exera iii video system center) to 5:4 from 16:9 helped with the image size, but the release index images still didn't display. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that signals were input to serial digital interface 2 in, port a was set to serial digital 1. This was why an image was not displayed. The event can be detected/prevented by following the instructions for use: 6.1 troubleshooting guide written in the instruction manual of oev262h (drawing no. Ra1245). Malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal. Olympus will continue to monitor field performance for this device.